Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported string fell off while trying to remove the tampon and had to manually remove it using her fingers. Multiple attempts have been made to obtain further information regarding the consumer's use of the product however no further information has been received.